Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and hypersensitivity ("allergic type reactions"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure confirmation test(s) conducted, specify-no". The patient's concurrent conditions included abdominal pain. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia"), hypersensitivity ("allergic type reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pruritus ("rashes or skin conditions type: excessive itching"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss,"), hot flush ("hormonal changes ¿ hot flashes"), cystitis ("infection (bladder/urinary tract/vaginal) ¿ vaginal, bladder, uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ vaginal, bladder, uti"), depression ("psychological or psychiatric problems ¿ depression") and allergy to metals ("allergic or hypersensitivity reaction type :nickel") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (underwent a salpingectomy , hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved and the hypersensitivity, vaginal infection, pruritus, migraine, headache, nausea, vaginal discharge, weight decreased, hot flush, cystitis, urinary tract infection, depression and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: two uncoiled springs on the right ostia. Three on the left ostia received treatment for vaginal hemorrhage, menorrhagia, dyspareunia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.1 kgs. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs & mr received : new events: hot flush, cystitis, urinary tract infection, depression, allergy to metals, medical device monitoring were added .reporter was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), hypersensitivity ("allergic type reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pruritus ("rashes or skin conditions type: excessive itching"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss,"). The patient was treated with surgery (underwent a salpingectomy , hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, vaginal haemorrhage, vaginal infection, pruritus, migraine, headache, dysmenorrhoea, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current height 5 ft. 1 in. Current weight 115 lbs. Approximate weight at the time of essure placement 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.1 kgs. Most recent follow-up information incorporated above includes: on 26-jul-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), vaginal, excessive itching, migraines / headaches,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge,fatigue, weight loss, hair loss, were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's concurrent conditions included abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia"), hypersensitivity ("allergic type reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pruritus ("rashes or skin conditions type: excessive itching"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss,"), hot flush ("hormonal changes ¿ hot flashes"), cystitis ("infection (bladder/urinary tract/vaginal) ¿ vaginal, bladder, uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ vaginal, bladder, uti"), depression ("psychological or psychiatric problems ¿ depression") and allergy to metals ("allergic or hypersensitivity reaction type :nickel") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (underwent a salpingectomy , hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved and the hypersensitivity, vaginal infection, pruritus, migraine, headache, nausea, vaginal discharge, weight decreased, hot flush, cystitis, urinary tract infection, depression and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: two uncoiled springs on the right ostia. Three on the left ostia received treatment for vaginal hemorrhage, menorrhagia, dyspareunia, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.1 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.